Manufacturer narrative:
(B)(4). Product evaluation: no analysis results available. Device not received for evaluation.

Event description:
It was reported that "the head of the bur is detached from the shaft at the end of the surgery, at the end of the drilling procedure." There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.